Manufacturer narrative:
This report is submitted january 9, 2018.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device following a trauma to the implant site. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device currently remains insitu. It is unknown whether there are plans to explant the device, as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.